Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with dexcom glucose readings around 400 mg/dl and a confirmatory fingerstick of 379 mg/dl while using the ilet system; the caregiver reported no meal announcements for most of the day, followed by consumption of salad, unsweetened tea, coffee creamer, and crackers, and noted recent infusion set and tubing changes without signs of leakage and with perceived insulin delivery yet no glucose reduction. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and follow-up by support. Investigation included user coaching on troubleshooting steps and a follow-up call. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no confirmed device malfunction or component failure identified from the information available. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.